Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the performa nano system: 38 mg/dl (13:39), 140 mg/dl (13:48), and 58 mg/dl (13:50). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.